Manufacturer narrative:
Unit unable to prime during the prime/delivery test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's husband reported via phone call that the insulin pump had a motor error alarm during bolus. The customer's husband did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 180 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.